Manufacturer narrative:
The device was returned with the needle not deployed and the linkage assembly in the not deployed state. A rotational sensor malfunction was observed in the download data. The device completed 32 first prime pulses and was deactivated at 42 pulses. The rotational sensor malfunction caused first prime to end early. This caused the needle mechanism to not deploy. During investigation of the drive mechanism, contamination was found on the commutator cap. The device was reset, connected to a master pdm and asked to deliver a 5u bolus. The re-run data did not replicate the rotational sensor malfunction. It cannot be confirmed if this contamination on the commutator cap contributed to the rotational sensor malfunction. During investigation, the needle mechanism was manually reset into its loaded position using the lock and load fixture. Rotation of the ratchet gear successfully deployed the needle mechanism. No other damages or deficiencies were found during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not deploy. The pod was not worn.